Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient had been having frequent sensor inaccuracies. The reporter kept stating the ¿readings were wrong¿. At some point, the cgm was reading low mg/dl and the bg meter was reading 100 mg/dl. The reporter stated that due to the frequent inaccuracies, the patient went into diabetic ketoacidosis (dka) and was hospitalized. The patient was still in the hospital at the time of report, but stated to be in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.